Manufacturer narrative:
Follow up information received on 03-oct-2016: legal claim was received; this report is considered legal case from this date forward. The plaintiff was implanted on or about (B)(6) 2009; after being implanted with essure, she suffered from pelvic pains, increased bleeding during menstruation, severe migraine headaches, indicative of an allergic reaction to the coils. On or about (B)(6) 2010, she underwent a supercervical hysterectomy as a definitive solution to the symptom that she experienced. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and right from the start she presented pain, heavy bleeding and colitis. She underwent a hysterectomy and had it removed. These events, seen as pelvic pain, genital bleeding and colitis, are serious due to medical importance and required intervention (other seriousness criteria were mentioned but not specified). Pelvic pain and genital bleeding are anticipated, while colitis is unanticipated in the reference safety information for essure. Considering the close temporal relationship and the fact that genital bleeding and pelvic pain may occur during essure use, causal relationship between these events and essure use cannot be excluded. In regards of colitis, limited information has been provided. However, considering its probable autoimmune nature and the local action of essure in fallopian tubes, causality with suspect insert is very unlikely. Since an intervention was required (hysterectomy), this case is regarded as incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case (B)(4)) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) (expiration date 31-jan-2011) implanted on (B)(6) 2009. Right from the start she experienced pain, cramping and heavy bleeding. It was not two weeks later that the severe migraines (nothing helped the migraines) and the rashes started. Then she started to lose focus, could not think clearly and became very lethargic. Then she started urinating blood. Her weight was greatly fluctuating. She had to get an allergy test because doctor believe that those symptoms were due to the essure and the allergy test was so positive, that she still has the two scars from the nickel and cobalt test areas. On (B)(6) 2011, she underwent a hysterectomy and had it removed. In 2015, she was still experiencing severe migraines and rashes and severe stomach and back pain, and she was still having problems with fatigue. She believed that it also created her colitis. Life threatening, hospitalization, disability/permanent, damage, required intervention, other serious (important medical event) were mentioned but not specified and/or assigned to one of the events. The product technical complaint investigation results which ptc number is (B)(4) was received on 15-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.. Internal correction done on 15-dec-2015 based on information received on 23-oct-2015 initial receipt date amended to 23-oct-2015. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and right from the start she presented pain, heavy bleeding and colitis. She underwent a hysterectomy and had it removed. These events, seen as pelvic pain, genital bleeding and colitis, are serious due to medical importance and required intervention (other seriousness criteria were mentioned but not specified). Pelvic pain and genital bleeding are listed, while colitis is unlisted in the reference safety information for essure. Considering the close temporal relationship and the fact that genital bleeding and pelvic pain may occur during essure use, causal relationship between these events and essure use cannot be excluded. In regards of colitis, limited information has been provided. However, considering its probable autoimmune nature and the local action of essure in fallopian tubes, causality with suspect insert is very unlikely. Since an intervention was required (hysterectomy), this case is regarded as incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.